Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual date of breakage is unknown. Device history records was conducted. The report indicates that: part mfg date: 11/5/2014, part exp. Date: n/a, a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti lcp sup ant clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the lcp superior anterior clavicle plate (B)(4) had been used for a distal end clavicle fracture case on (B)(6) 2015. The surgeon had decided to insert reported three screws designing of patient¿s bone fragment and angle of screw. On (B)(6) 2015, the patient claimed pain when he commit rehabilitation. Then it was found that one screw broke and distal fragment was displaced through x-ray. Per attached device records, the patient underwent revision surgery on (B)(6) 2015. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional narrative: part returned 06/19/2015. Subject device has been received jun 19, 2015 cia not known till 06/24/2015, last mw was 06/17/2015. A manufacturing investigation action was conducted/performed. The report indicates that: regarding the plate, no manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.